Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The 2.5x12mm, 95% stenosed target lesion was located in a moderately calcified left circumflex (lcx). A 2.75x16mm promus element drug eluting stent was advanced to treat the lesion. During implantation the balloon overhang and caused a dissection proximal to the stent. It was treated by implanting an unspecified stent proximally to the lesion. No further patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The 2.5x12mm, 95% stenosed target lesion was located in a moderately calcified left circumflex (lcx). A 2.75x16mm promus element drug eluting stent was advanced to treat the lesion. During implantation the balloon overhang and caused a dissection proximal to the stent. It was treated by implanting an unspecified stent proximally to the lesion. No further patient complications were reported and the patient was stable post procedure.